Event description:
The customer reported approximately 0.5 cubic centimeters of diluent reagent fluid leaked from the coulter ac·t diff analyzer. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed the pinch valve (lv10) was not actuating properly causing a leak at the rinse block. The fse replaced the pinch valve (lv10) and the instrument performed without any leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).